Event description:
Tip of micro nerve hook broke off during discectomy in disc space of patient. Provider was unable to retrieve after irrigation or identify it on post op radiological imagery. Reason for use: microdiscectomy.